Event description:
Three patient samples with low results for glucose. Only one example out of three was provided. Initial glucose result on this sample was 1 mg/dl. Upon repeat, same sample recovered 110 mg/dl. Initial results were not reported. The field service representative determined the sample valves were defective. The instrument was repaired. Performance check tests were performed and within specification. The user reports no further occurrences at this time.